Event description:
It was reported via repair work order that the patient right side rail was not latching up due to a broken spacer in latching spindle`s pivot block and a broken top rail at spindle mounting flange. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.